Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using a kit uvt 3ml with flocked minitip to collect a sample the tip broke off in the patients nasal cavity. Several follow-up attempts were performed to obtain additional information, but there was no response from the customer. It is unknown if further medical intervention or treatment was required.

Manufacturer narrative:
H6: investigation summary the customer complaint is not confirmed. No returns or photos were provided. An investigation of the retention samples and DHR were satisfactory. A physical stress test of the retention samples showed the swabs to be within specification. A review of past complaints for this product does not indicate a confirmed trend on this issue.

Event description:
It was reported while using a kit uvt 3ml with flocked minitip to collect a sample the tip broke off in the patients nasal cavity. Several follow-up attempts were performed to obtain additional information, but there was no response from the customer. It is unknown if further medical intervention or treatment was required.